Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, the spring wire guide (swg) exhibited deformation and twisting, and the needle was missing from the supplied set. The device was replaced with another kit. It was reported that the event occurred prior to use on the patient. The device was not used. There were no patient involvement and no adverse patient impact or injury associated with this event.